Event description:
Device malfunction: premature collapse of vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after an unspecified procedure. During thumb advancement, the vessel locator button released resulting in the vessel locator wings prematurely collapsing and vessel access was lost. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device lot history record did not produce any findings relevant to this report. However, unused sterile devices from the same lot are expected to be returned for analysis. A followup will be submitted with any relevant info. Therefore, a device history record review could not be performed.